Event description:
The customer stated that he performed a control test and received a result that was high, out of spec. He performed control tests while troubleshooting and received results of 178 and 189 mg/dl. The normal control range was 94-130 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.